Manufacturer narrative:
The philips field service engineer (fse) made multiple attempts to service the device. The fse received no response to his requests regarding the service order and the case was closed. No information was provided. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure. An initial assessment was performed by the philips remote service engineer (rse), who suggested the problem could be a defective therapy cable but this could not be confirmed as the customer could not be reached.

Event description:
It was reported to philips that the device experienced a pads/cable failure and charge/shock failure during testing. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a pads/cable failure during operational testing. No patient involvement.